Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal and upstream occlusion (uso) seal were delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed. The dso and uso seals were replaced.

Event description:
It was reported that the downstream occlusion (dso) seal was detached. There was no patient involvement.